Event description:
It was reported that when a device was used during a colostomy take down procedure, the anvil would not stay attached. Hand suture was used to complete the procedure. There were no consequences to the patient.